Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and mild tortuosity. For pre-dilatation, the 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated once at 8 atmospheres (atm); however, the balloon ruptured at 12 atm during the second inflation. Therefore, the bdc was removed from the patient. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during the second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.